Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reivew of history showed that the basal deliveries was correct and as programmed. However, the pump was not calculating recommended bolus total correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: on investigation, the alleged incorrect bolus calculation issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. Based on the patient¿s insulin:carbohydrate ratio and insulin sensitivity factor, an ezcarb and an ezbg bolus were calculated by the pump, and the bolus values were demonstrated to be correct.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.